Manufacturer narrative:
Section h1: correction. Manufacturer's investigation conclusion: the reported event of no external power on the mpu was confirmed via the log file. The mpu was not returned for analysis; however, a log file was submitted for review with events spanning approximately 1 day ((B)(6)2020 per time stamp). On (B)(6)2020 between 00:03:42 ¿ 00:03:46, low power hazard and no external power alarms were active while connected to the mpu due to a loss of ac power. The alarm cleared when the patient connected to battery power. The backup battery provided power during the no external power events. There were no other notable alarms active in the log file. The account communicated that the mpu had the v-lock connector for the ac power cord. Disconnection from the wall and environmental factors were denied. The root cause for the reported event was unable to be conclusively determined. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a no external power alarm when changing from batteries to mpu.